Event description:
It was reported a patient developed a urinary tract infection (uti) and the customer got a positive culture result after the cystonephrofiberscope was used for a diagnostic cystoscopy procedure. The patient experienced symptoms of burning when urinating which began on (B)(6) 2025. The patient was started on bactrim and switched to ciprofloxacin for treatment. The patient's current condition is reported to be symptom free. No further patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. An olympus ess visited the user facility on august 1, 2025 where training was provided on correct reprocessing of the cystonephrofiberscope. Trainees were able to perform the reprocessing procedure independently. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: insertion section bacterial identification: brevibacillus invocatus, bacillus megaterium the device was evaluated which revealed water marks and foreign material in the instrument channel, foreign material at the distal end, and environmental particulates on the insertion section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there could potentially be a correlation between the actual device status and cause of infection. In general, device damages could be a source of microorganisms particularly when combined with poor reprocessing. Foreign material was noted in the instrument channel and distal tip upon inspection by olympus. Without cds information from the customer, olympus was unable to correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use (IFU). Therefore, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.